Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vacular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but a provided photo shows the stent graft partially deployed which leads to confirmed results for misfire. In this case, it was reported that a 0.035" guidewire was used with a 6f introducer for access and later replaced with a 9f, the tracking vessel was neither tortuous nor calcified, pre-dilation was not performed and the device was flushed before use. Based on the available information and the provided photo, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. The device was used off-label. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". The IFU states that "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries" and "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 74-year-old female patient underwent a stent placement procedure using a fluency plus vascular stent in the femoral artery for the treatment of an infected iliac artery aneurysm via angiography. During the procedure, the fluency stent was flushed in accordance with the standard operating procedure and advanced over a guidewire. It was reported that upon reaching the target location, the stent could not be retracted, remained stuck, and could not be deployed. The procedure was subsequently completed using an alternative device. There was no reported patient injury.